Event description:
Procedure: anterior resection. According to the report: the day after the surgery, a large amount of serum leaked from three of the staples in the anterior side of the anastomosis. Intervention was necessary and stitching was performed, as there were malformed staples observed. The patient's health conditons are fine. Blood loss was less than 250cc's, and leakage was physiological fluid, not blood. Laparoscopic operation was perfect; however, the second operation was an open surgery necessary to stop the leakage. There was no irreversible damage to vascular tissue.